Event description:
Caller reported a cartridge alarm 30 occurring during the load process, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue involved consecutive cartridge alarms but not previously reported alarm types. The pump was within warranty, and a replacement was sent. The customer was advised on necessary steps, including using mdi as backup therapy, connecting the cgm to the replacement pump, and returning the problematic pump to avoid being billed. The caller acknowledged all instructions, including programming settings into the new pump and using the provided return box and pre-paid label for returning the old pump.